Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service it was found that the device was making an unusual noise. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service noise was noted. It is unknown if the device was used in surgery or if injury or medical intervention occurred. There was no additional information provided.